Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's husband reported that the patient's implantable pulse generator (ipg) was "faulty" and "not working properly". It was also reported that their blood pressure is fluctuating. The ipg remains in use. No further patient complications have been reported as a result of this event.